Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified wearable issue occurred. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a reportable event 1 day after the sensor was inserted in the arm. The patient reported that dexcom stopped working but she cannot provide the exact error message. She inserted a new wearable night of (B)(6) 2024. At 2:25 am on (B)(6) 2024 the sensor stopped, and she did not get continuous glucose monitoring readings until 4:30 am. During that time around 3:30 am she went into diabetic coma and lost consciousness. Her husband treated her with a glucagon injection and after 15 minutes the patient regained consciousness. At the time of the report the patient recovered and was fine. Due diligence attempts to contact the reporter for more information were attempted but not successful. Data was evaluated and the allegation was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.